Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the stent delivery system or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. Based on the information received with this complaint, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency. The 3.0 x 16 mm graftmaster is being filed under separate medwatch report.

Event description:
It was reported that a 3.0 x 16 mm graftmaster stent and a 3.0 x 19 mm graftmaster stent were attempted to treat a proximal left anterior descending artery (lad) perforation. Both graftmaster stents failed to cross to the area of perforation. The perforation was sealed using prolonged balloon inflations [balloon unspecified]. No adverse patient sequelae were reported. No additional information was provided.